Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was mildly bleeding and was sore after removing the site. He was not receiving insulin from the insulin pump. The customer stated that the reservoir had air bubbles. He had manually primed the air bubble out the night before. The customer woke up with a high blood glucose level 460 mg/dl. He also experienced a low blood glucose level of 50 mg/dl. The insulin was not stored at room temperature. His blood glucose level was very high one night that he ended throwing up. The customer stated that 1 out of 3 infusion sets seemed to result in high blood glucose levels. The device was not returned.